Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that after changing battery and turning insulin pump on, it would not come on right away and had to be shaken to turn on. This issue occurred on several occasion. Customer's blood glucose was unknown. Customer was advised to monitor insulin pump.